Event description:
Reporter stated that patient obtained a blood glucose result of 125 mg/dl, while using the suspect device. After the result was obtained, patient indicated that she was not feeling well and decided to lie down. Reporter stated that, approximately 30 minutes later, patient was not feeling better, so emergency medical services were summoned. Upon their arrival, patient's blood glucose measured 121 mg/dl on the suspect device. Seven minutes later, patient's blood glucose was retested on paramedic's device with a result of 47 mg/dl. Reporter stated that patient was treated with intravenous fluids (contents not provided) and was subsequently transported to the hospital for additional treatment. No additional details of patient's diagnosis or treatment were provided. Reporter did not indicate if quality control testing had been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.